Manufacturer narrative:
One device was returned for repair. Device had not previously been serviced. Visual evaluation of device found right plunger case was cracked and the top case was chipped. Error log review found there was an invalid syringe size alarm in the history. Evaluation test included setup for flow test, inspection. The reported problem was replicated. The barrel clamp guide is broken, along with size pot. The broken size pot guide and size pot for the issue were replaced. The device passed functional and delivery tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a service symbol and did not recognize the hoses when connected. There was no patient involvement and no harm/adverse event reported.